Event description:
It was reported that during the picking of product, the operator could see that the product had a hair inside the blister. The product didn't arrive to a procedure; therefore it did not reach the patient.

Manufacturer narrative:
(B)(4). Upon visual inspection of the package, it was confirmed that a hair was present in the package and that the hair extends across the plane of the seal. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.